Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they're unable to feel stimulation after increasing stimulation significantly. Pt explained that their base setting is set to 1.9 and their prime is 2.3. Pt stated that they've increased stimulation to 6.0 and they still aren't feeling anything. Caller stated that they made their manufacturer representative (rep) aware at their 2 week follow up appointment and the rep instructed them to contact patient services for assistance. Agent reviewed that programming concerns, as such, are unrelated to the external equipment and would need to be addressed in person. Pt also expressed dissatisfaction in the fact that they have to charge their ins every other day. Caller stated that the ins is working but they feel it could work better. Agent sent an email to the rep explaining pt's concerns are unrelated to the external devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.